Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had physical damage of insulin pump. Caller reported during rewind, piston went all the way back and broke. Customer's blood glucose was 145 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked reservoir tube lip and minor scratches on the display window noted.